Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported something like static occasionally appeared in the image like flickering dot noise during inspection for use involving an olympus video system center. There was no patient involvement reported.